Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the auxiliary video processor (avp) for failure analysis investigation. The unit was analyzed and the reported failure was confirmed in system logs but could not be replicated during in-house testing. The logs showed errors 40068 and 310, indicating that a non-critical node was not present, specifically a missing avp3 node, confirming the event occurred in the field. Visual inspection revealed no physical damage or abnormalities related to the reported issue. The avp was installed and tested on a golden system, where it functioned as expected; the system was successfully programmed and started without errors, onsite connectivity was confirmed, and data upload completed. The board was subjected to 20 consecutive power cycles, all of which passed, and it remained in normal operation for several hours without any errors observed. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical issues resulted by a faulty vppd board located on vp module.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer encountered an error 23210 on the system. The customer power cycled the system five times, but the issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp) and the auxiliary video processor (avp). The system was verified and ready for use. The unit was analyzed and in logs, error 5 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, air filter is dirty. Upon opening the unit there were no screws attaching the fans to the unit. The vp was installed onto the golden system and upon power up error 5 occurred. During bench test, switched the fans connection and found that the 2 out of 4 connections on the video processor power distribution (vppd) failed. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.